Event description:
It was reported that a depression patient did not know if his vns device was working due to the fact that he could no longer perceive side effects from stimulation. The patient recently changed residencies and was waiting to be assessed by another physician. Good faith attempts to obtain additional information from the current treating physician have been unsuccessful to date.